Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances measuring 2019 ohms. It was noted that there was a gradual increase in impedances since implant. Boston scientific technical services discussed possible causes of calcification or a physiologic cause and recommended to increase the range for the lv lead impedance alert. At this time, this lv lead remains in service. No adverse patient effects were reported.